Event description:
Upon receipt of a new unit, a dist noted that two energy select buttons were depressed at the same time. There was no pt involved. The unit was examined, but no cause could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.